Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a blank display. The device did not have any physical damage. It was not dropped or exposed to moisture. Customer was using an expired battery of 2013. Customer inserted a new battery and numbers came up. Customer did not see any corrosion or damage on the device. Display did return. Device alarmed battery out limit and display froze. Customer used another battery and same thing occurred, unable to do self test. Customer was advised to revert to back up plan. Customer's blood glucose was 13mmol/l. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.